Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) instructed the user to pull the drawer while it was opening, which allowed it to open fully and release the item causing the obstruction. Once the obstruction was removed, the drawer closed properly and the medication was reissued without further issues. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a drawer became stuck and would not open while attempting to issue 10 units of kayexalate 15 g/60 ml bottles. The issue was resolved by instructing the user to pull the drawer while it was opening, which allowed the drawer to open successfully and the obstructing item to be removed. The drawer was then closed, and the medication was reissued without further issues. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.